Event description:
Account states they have intermittent problems with bun samples not repeating. The incorrect results have not been used to guide pt therapy. The field service rep repaired the instrument by replacing the rs valve.